Event description:
During an angioplasty procedure, this product was advanced to the lesion, and the balloon was inflated using an indeflator, however, the balloon was unable to be inflated. The pt was a male (age unk). The vessel was described as mildly calcified. The location of the lesion is unk. The product was properly prepped and inspected prior to use. There was no difficulty accessing the lesion with the guidewire, or crossing the lesion with a balloon. When the physician noticed that the balloon would not inflate, he removed the balloon from the pt. Upon inspection of the balloon outside the pt, it was noticed that a leak in the balloon was present. There is no info as to how the procedure was completed. There was no reported injury to the pt.

Manufacturer narrative:
The product will not be returned for evaluation and testing.